Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to failure to convert ventricular tachycardia (vt)/ ventricular fibrillation (vf). The system is expected to be returned. No additional adverse patient effects were reported.